Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date ¿ the lot was manufactured between march 12-13, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified quantity of exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags had floaters/particles. This was discovered during inspection, after compounding of multiple intravenous (IV) epidural batches and stand alone IV compounds with the bags. It was suspected that the bag was too easy to scrape along the wall after the port is punctured. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.